Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device, which led to an abnormality of electronic parts. Consequently, the event occurred. It was further presumed that due to third-party repair, the charged coupled device (ccd-unit) was damaged which also contributed to the suggested event. The user maybe able to detect the event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. The user maybe able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the image was blurry and the scope connector boot was cut. It was also noted that the insertion tube, bending section rubber and bending section rubber glue were non-olympus parts. The insertion tube also had dents and the labeling was incorrect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had no image and the umbilicus was detached. The issue occurred during reprocessing. There were no reports of patient harm associated with the event.